Event description:
On 16 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The user did admit that his system was presenting inaccuracies because he had not calibrated his system as requested and he was asked to calibrate with finger sticks measured in a bg meter for at least three calibrations. He was also informed that if true finger stick bg measurements have not been used, or if values have not been entered with the correct time, this can interfere with the system calibration and lead to inaccuracies and that it can take several good calibrations to remove the impact of this error. The case was escalated to the next level of support for additional review. User was advised to perform a sensor re-link. The sensor re-link was performed successfully and the user was educated on proper calibration techniques and was encouraged to resume normal usage of the system.